Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A medical science liaison reported on behalf of surgeon that he "performed surgery on a female patient three weeks ago. The patient is actively on aspirin. During surgery, the doctor felt like he experienced a little more resistance that he has in his previous surgeries but once he released the device, he was able to tap into proper placement without any difficulty. On post-op day 1, iop was about 2-3mm hg and there was a 30% layered hyphema and a microhyphema. The patient was put on atropine in addition to the typical steroid and nsaid meds. The hyphema and iop began to improve and then last week, at ~2 weeks post-op, the iop jumped to ~40mmhg. The patient was placed on multiple iop lowering agents. She was seen back today with the iop back down to 1-2mmhg, a 5-10% layered hyphema, and 3+microhypema, and count fingers vision. Due to the 3+microhyphema, the surgeon had a significantly hazy view inside the eye. The doctor has removed all iop lowering agents, continuing atropine, steroids and nsaids, and will be having patient back tomorrow for an iop check. Of note, this is the second eye to have surgical placement of a cypass. The surgeon states that the first eye also experienced an initial post-op iop of <6 but is doing well now at 16 mm hg. No significant hyphema reported in the first eye". There are two manufacturer reports associated with these events. This report is for the second patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony and hyphema (first eye), additional meds, increased intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause for the elevated iop is the intraoperative bleeding associated with device implantation that resulted in significant postoperative hyphema that likely obstructed aqueous flow, thus increasing iop. While intraoperative bleeding is a known risk associated with device implantation, the patient's history of aspirin use is the most likely reason for the significant postoperative hyphema. The manufacturer internal reference number is: (B)(4).